Manufacturer narrative:
The device is no longer being returned for investigation. The device was explanted and discarded. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4)

Event description:
During a follow up, premature battery depletion was noted. The device will be explanted and replaced. The patient is in stable condition.